Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a patient. This case concerns a (B)(6) female patient who was presented with reactive synovitis after receiving treatment with synvisc injection. No medical history, other concomitant medication or concurrent conditions were reported. The past drug included synvisc (since 2009) for osteoarthritis of knees and it has been helpful and patient never presented any adverse effects in the past. On (B)(6) 2014, the patient received treatment with intra-articular synvisc injection, every week (dose: not reported; batch/lot number: y12051 and expiration date: nov-2015) in bilateral knees for pain in osteoarthritis (third time). After receiving the first injection of synvisc, the patient felt swelling on both of the knees with no major consequences. On (B)(6) 2014 in afternoon, the second injection of synvisc was given to the patient. The same day (hours after (not specified), the patient's knees swelled up with a feeling of intra-articular pressure and pain making the patient unable to walk because when patient walked, pain was exacerbated and mobility was limited along with the exacerbation of intra-articular fluid which also deformed her knees. The patient came back looking for her doctor who diagnosed reactive synovitis; therefore the doctor proceeded to drain the patient's left knee ad prescribed ice, and non-steroidal anti-inflammatory drugs (unspecified). The same day, treatment with synvisc was discontinued. On an unknown date (three weeks later), the patient informed that she was walking with a cane and patient could not drive. The patient was on medical license. Action taken: permanently discontinued. Outcome: recovering. Seriousness criteria: serious (required intervention). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's seriousness assessment: reactive synovitis: serious (required intervention). Pharmacovigilance comment: sanofi company comment date (B)(6) 2014: this case concerns a patient who developed reactive synovitis after receiving synvisc for pain in osteoarthritis. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.